Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms as a result of a fracture. An invasive revision procedure was performed and the lead was surgically abandoned. No other adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.